Event description:
The advocate stated she received a control reading of 235mg/dl on her daughter's contour next link 2.4. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The advocate was advised to return the control for investigation. New meter, strips and control were sent to the customer.